Event description:
The customer has reported via the (B)(6), that an exeter stem that was implanted on (B)(6) 1999 was revised on (B)(6) 2014 as the stem was allegedly broken. The customer has reported that this was noticed when the patient presented in the emergency department with sudden increase of pain in their right thigh.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. No device was returned by the customer. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer has reported via the mhra, that an exeter stem that was implanted on (B)(6) 1999 was revised on (B)(6) 2014 as the stem was allegedly broken. The customer has reported that this was noticed when the patient presented in the emergency departmemt with sudden increase of pain in their right thigh.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.